Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 ((B)(4)); PMA / 510(k)#: k151766 ((B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked from the connection to the maxzero during use. The following information was provided by the initial reporter: "customer reported for leakage issue with maxzero connector".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-jul-2022. H.6. Investigation summary: five opened 3ml syringes received by our quality team for investigation. Upon visual inspection, no defects or issues observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Functional testing was performed, all results were found to be acceptable with no leaks identified. Based on our investigation we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked from the connection to the maxzero during use. The following information was provided by the initial reporter: "customer reported for leakage issue with maxzero connector."